Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that the patient underwent a second revision surgery due to dislocation with liner exchange.